Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of the device/ migration of essure device location of device: the device ended up in the wall of my uterus/perforation (uterus)"), genital haemorrhage ("abnormal bleeding") and uterine injury ("injury of uterus/ device had burst through the liningh of my uterus") in an adult female patient who had essure (batch no. 695927) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital herpes, hypertension, rectal bleeding and diverticulum. Previously administered products included for an unreported indication: mirena, condoms and depo provera. Concurrent conditions included diabetes. Concomitant products included aciclovir (acyclovir), glipizide, insulin glargine (lantus), insulin lispro (humalog) and metformin. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), nausea ("nausea") and pelvic pain ("pain/ mid body pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine injury (seriousness criterion medically significant), vomiting ("vomiting"), fatigue ("fatigue"), dizziness ("dizziness"), uterine pain ("pain of uterus"), back pain ("back pain") and pain ("pain in mid body") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on 10-sep-2012. At the time of the report, the uterine perforation, genital haemorrhage, uterine injury, vomiting, fatigue, weight increased and dizziness outcome was unknown and the nausea, uterine pain, pelvic pain, back pain and pain had resolved. The reporter considered back pain, dizziness, fatigue, genital haemorrhage, nausea, pain, pelvic pain, uterine injury, uterine pain, uterine perforation, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion that one was higher in the tube than the other one. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. New eventa added-back pain and pain in mid body. Event verbatim was updated as migration of the device/ migration of essure device location of device: the device ended up in the wall of my uterus/perforation (uterus) and pt was updated to uterine perforation. Indication of essure added. Lot number newly added. Other relevant history and lab data updated. Product information updated. Outcome of events pelvic pain and nausea were changed from "unknown" to "recovered/resolved." Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of the device/ migration of essure device location of device: the device ended up in the wall of my uterus/perforation (uterus)"), genital haemorrhage ("abnormal bleeding") and uterine injury ("injury of uterus/ device had burst through the liningh of my uterus") in an adult female patient who had essure (batch no. 695927) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital herpes, hypertension, rectal bleeding and diverticulum. Previously administered products included for an unreported indication: mirena, condoms and depo provera. Concurrent conditions included diabetes. Concomitant products included aciclovir (acyclovir), glipizide, insulin glargine (lantus), insulin lispro (humalog) and metformin. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), nausea ("nausea") and pelvic pain ("pain/ mid body pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine injury (seriousness criterion medically significant), vomiting ("vomiting"), fatigue ("fatigue"), dizziness ("dizziness"), uterine pain ("pain of uterus"), back pain ("back pain") and pain ("pain in mid body") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, genital haemorrhage, uterine injury, vomiting, fatigue, weight increased and dizziness outcome was unknown and the nausea, uterine pain, pelvic pain, back pain and pain had resolved. The reporter considered back pain, dizziness, fatigue, genital haemorrhage, nausea, pain, pelvic pain, uterine injury, uterine pain, uterine perforation, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion that one was higher in the tube than the other one. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2019: quality safety evaluation of ptc incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), genital haemorrhage ("abnormal bleeding") and uterine injury ("injury of uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine injury (seriousness criterion medically significant), vomiting ("vomiting"), fatigue ("fatigue"), weight increased ("weight gain"), dizziness ("dizziness"), nausea ("nausea"), uterine pain ("pain of uterus") and pelvic pain ("pain"). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, genital haemorrhage, uterine injury, vomiting, fatigue, weight increased, dizziness, nausea, uterine pain and pelvic pain outcome was unknown. The reporter considered device dislocation, dizziness, fatigue, genital haemorrhage, nausea, pelvic pain, uterine injury, uterine pain, vomiting and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.